Event description:
Per the clinic, the patient experienced a skin breakdown followed by a necrosis. It was also reported that there was an infection at the site of skin breakdown. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.